Manufacturer narrative:
Patient identifier and date of birth not available from the site. A medtronic representative inspected the imaging system onsite and could not replicate the reported event. The system performed as intended. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case, the indicator lights for the tube on the imaging system were not on. As a result, the site could not see where they were at and the navigation system was also unable to see the tracker. After restarting the imaging system the indicator lights turned on and the navigation system was able to see the system tracker. There was a delay to the procedure of 10 minutes and no impact on patient outcome.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.